Event description:
The event is reported as: the customer alleges that the product they now receive is now longer by .5 inches then it used to be. It is currently unk if/how the product was being used at the time of discovery. No report of a patient harm or injury.

Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.